Event description:
It was reported that the device exhibited premature end of life.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Technician alleged that the brakes will hold, but spin when pushed from the side.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on device settings, the device did not meet the expected longevity. No high current drain sources were found throughout bench, stress, and automated electri- cal testing. The battery was sent to the manufacturer for destructive analysis. An internal anomaly was found to be the cause for the premature battery depletion.